Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 371 mg/dl. The customer deliver a bolus with the pump to address bg level. The contact reported the cause of the high bg level was due to the customer had eaten food. The contact declined to further troubleshoot high bg level with tandem technical support.